Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient had difficulty charging her ipg due to ipg that was mobile in its pocket and the charger was difficult to align as a result. The patient was reprogrammed however, the patient was still dissatisfied with the location of the ipg. The patient underwent a pocket revision procedure and the old ipg was replaced with an MRI capable device. The patient was doing well postoperatively and the explanted ipg will not be returned.